Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related complaint for the delivery system. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination), with kinks in the sheath located 8 cm and 35.5 cm from the strain relief, and the sheath was damaged (flattened) for 6.5 cm in length that started 38 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system and 21mm watchman laa closure device and delivery system were used. The physician got the depth that they needed to place the closure device when they realized that there was a kink in the access system in the portion that was outside the patient. This was between the time of getting the depth and actually prepping the delivery system. They straightened out the kink and tried to pass the delivery system through the kink portion of the sheath. However, it actually kinked the delivery system as well. At that point, they pulled everything out, went up with an anterior curve access system, prepped a different 21 mm device. They were able to finish the case successfully with no issues. There were no patient complications. However, device analysis revealed inner liner delamination on the tip of the access system.